Event description:
Country of complaint: (B)(6). Visible different thickness of thread.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 open pouches there are no previous complaints of this code/batch, no units in OEM stock. We have received 2 open samples with a piece of thread cut in each pack (there is no needle connected to the thread). Diameter has been checked in both sutures. One of the threads measures 0.136 mm in average and fulfils OEM requirements. The other thread measures 0.099 mm in average on one end and 0.105 mm on the other end. Therefore, a difference in thickness between both sutures is noticed. Checking the thread by the microscope, we have observed that the thinner thread shows signs of manipulation and the diameter of the thread has decreased due to elongation/pulling of the thread during handling. Monofilament thread, due to its polymeric structure may have more or less thread elongation depending on the tensile strength it is submitted to. If the thread is submitted to a high tensile strength, it elongates more and the diameter decreases. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective action: not applicable.